Event description:
Same case as MDR ID# 2134265-2012-07136. It was reported that during prep for a rotational atherectomy treatment procedure, guide wire fracture occurred. The target lesion was located in the mid left anterior descending (lad). The physician loaded a 1.75mm rotalink plus burr onto a rotawire ex support guidewire. A rotational test was performed, the guidewire fractured outside of the patient. The physician tried to insert a new guidewire into the rotalink plus but was unsuccessful. The procedure was completed using a new guidewire and 1.75mm rotalink plus burr. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2012-07136. It was reported that during prep for a rotational atherectomy treatment procedure, guide wire fracture occurred. The target lesion was located in the mid left anterior descending (lad). The physician loaded a 1.75mm rotalink plus burr onto a rotawire ex support guidewire. A rotational test was performed, the guidewire fractured outside of the patient. The physician tried to insert a new guidewire into the rotalink plus but was unsuccessful. The procedure was completed using a new guidewire and 1.75mm rotalink plus burr. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination identified the catheter housing was detached from the device . No issues were noted with the unit handshake connectors. An attempt was made to wire guide the burr unit using a test guidewire. Resistance was met in the annulus of the burr. The burr was microscopically examined and found the annulus was mis-shapen. There were no scratches that exposed brass on the plated back half of the burr. A scratch test was performed and confirmed that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error. The damage to the burr is consistent with the burr coming into contact with the guidewire. The directions for use state "never advance the rotating burr to the point on contact with the guidewire spring tip." (B)(4).